Event description:
The customer contact reported a tubing separation. Prior to pt use, the set was reportedly "broken in the area of filter and proximal tube." Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The info on reprocessing of the device was requested; however, no response has been received.